Manufacturer narrative:
Additional information: product was returned. The screw that connects the top arm of the pituitary to the front handle has come loose or been removed. There does not appear to be any damaged to the screw or threads. The screw was not returned. Conclusion: the root cause for the missing screw cannot be determined, but there does not appear to be any damaged to the instrument.

Event description:
It was reported that during a spinal surgery the screw fell out of the upbiting pituitary. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.